Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing and the cartridge tubing. Reportedly, the customer had not performed the air removal process when loading the cartridge onto the pump. Customer's blood glucose level was 205 mg/dl. A supply change was performed resolving the issue.